Event description:
It was reported that right ventricular (rv) lead was explanted and replaced due to dislodgement. Upon fluro it was noted that the lead pulled back from the original implant location. The patient is in stable condition.